Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. Analysis did find that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery contacts were compressed, the battery drawer was broken and the keyboard pad was cosmetically scratched.

Event description:
It was reported that the device immediately shut off when the battery was changed. The biomedical engineer was not able to confirm this. When he tested the device, it remained powered on for about 20 seconds. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.